Event description:
Stryker UK received a letter from solicitor in relation to a (B)(6) male patient who underwent a primary total hip replacement on (B)(6) 2009. The solicitor reported that the patient subsequently suffered from alval and had a revision hip operation on (B)(6) 2014.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat # unk mitch trh head, lot code unk, manufacturer: depuy. Cat # mac-9988-4652, lot # fm090556, description: std mitch trh cp sz 46/52, manufacturer: depuy. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to manufacturer.

Manufacturer narrative:
An event regarding malposition involving a mitch shell was reported. Conclusion: based on the provided information, the product reported in this investigation did not contribute to the event. A review of the medical records by a clinical consultant concluded that malposition of the mitch cup was the principal problem. The review further noted that the as accolade stem was retained at revision surgery indicates that the problem does not relate to the accolade stem that additionally does not contain any cobalt or chrome in its tmzf alloy. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Stryker (B)(4) received a letter from solicitor in relation to a (B)(6) male patient who underwent a primary total hip replacement on (B)(6) 2009. The solicitor reported that the patient subsequently suffered from alval and had a revision hip operation on (B)(6) 2014.